Manufacturer narrative:
The remote support engineer talked to the customer and results of functional testing indicate the device speaker is defect and need replacement. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed the customer was provided with a replacement speaker to resolve the issue. The device was operational after repairs were completed. After a audio test was carried out the speaker error message was gone. The device was confirmed to be operating per specification. (B)(6).

Event description:
The customer reported that the earlyvue vs30 vital signs monitor is displaying a speaker malfunction inop error message. There was no sound coming from the device. It is unknown if the device was in use on a patient. No patient harm was reported.